Manufacturer narrative:
The customer declined repair as the department wants to replace it. The device was returned to customer with unrepaired and not functioning.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the mrx has pacing failure. There is unknown patient involvement or adverse patient impact.